Event description:
Needle broke while suturing left hemithorax following internal cardiac defibrillator implant. Needle was retained in subcutaneous tissue and subsequently removed during procedure. There are no reported adverse consequences to the pt related to this event.